Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Original- "au début de l'intervention (surrénalectomie gauche sous coelioscopie), pince eb010 branchée sur le port 2. Le générateur indiquait prêt, mais lorsque le chirurgien (dr pham)a appuyé sur le bouton d'activation de la pince, cela ne fonctionnait pas. Je l'ai branché sur le port 1, et la pince a fonctionné. Dès le début de l'intervention, le chirurgien s'est plaint de la gâchette de la lame qui était difficile. Puis au bout de 10 minutes d'intervention, la gâchette était trop difficile pour être utilisée. Il y avait 2 autres échantillons de pinces avec le même numéro de lot au bloc, je les ai repris." Translation by regulatory: at the beginning of the intervention ( adrenalectomy under laparoscopy), eb010 connected to port 2. The generator indicated ready, but when the surgeon ( dr pham) pushed on the activation button the device did not function. I connected it to port 1 and the device functioned. From the beginning of the procedure, the surgeon complained the trigger was difficult to handle. Then after 10 minutes into the surgery, the trigger became to difficult to handle. They had 2 other samples from the same lot at the or which I took. Additional information received 22nd october 2016: no, nothing happened, no alarm tones or generator error messages. No message displayed on the generator screen and no sound came out of the generator. (Original: non il ne se passait rien . Aucune inscription sur l'écran ni aucun son.) Additional information received from sales rep on 07 nov 2016: the trigger is referring to the blade lever. The user was able to release the trigger to its normal position by releasing the trigger. The jaws were cleaned. Patient status - na.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed blood and eschar buildup on the jaws of the device. Engineering actuated the blade and initially observed rough actuation. Rough actuation was corrected upon removing the dried blood and eschar. Upon further inspection, engineering connected the device to both ports on a sample generator and found that the device completed seal cycles in both ports. As such, engineering confirmed that the blade was able to retract smoothly along the full length of the jaws without rough actuation and was able to complete seal cycles. The root cause of rough "trigger difficult to handle" and "device did not function" remains unknown as engineering was unable to replicate the event. As blood and eschar were noted within the jaws of the returned device, it is recommended per the warning in our instructions for use (IFU) that the "build-up of eschar can negatively affect the sealing and cutting performance...use a gauze pad soaked with sterile water or saline to remove eschar." Although the exact root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.